Event description:
Rn reports 2 incidents of a separation of the homechoice set pt connector and the transfer set during apd treatment. The first incident occurred in the day of the event, during the last fill cycle of the home pt's (hp) apd therapy. Hp discontinued treatment at that time and contacted rn. Rn reports on the day of the event, the hp was treated prophylactically with hp cephazolin 1 gm. And received a transfer set change. The second incident occurred on the day after this event hp reports incident occurred prior to initiating hp's initial drain. Hp replaced setup and continued therapy. On the following day, the hp received a transfer set change. No pt injury reported per rn.